Event description:
Supplemental report is being submitted due to the completion of the investigation on 13-feb-26.

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 13-feb-26. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the zilver ptx 35 drug-eluting stents devices were not returned for evaluation. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). This complaint originated from feedback received from sales reps in the us indicating some occurrences of the ptx stent moving during deployment because of a lack of stabilization in the stability sheath. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: the notes section of the instructions for use, ifu0118 which accompanies this device instructs the user to; "ensure the distal end of the stability sheath is inside the introducer sheath¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0118). Clinical image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the stability sheath not being properly secured or stabilized which can lead to movement during deployment, causing the stent to shift. Improper positioning or angulation of the sheath can also result in instability, increasing the risk of stent displacement. Complex vascular anatomy, such as tortuosity or calcification, can make stabilization difficult, increasing the risk of stent movement. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations: on 01 december 2025, senior manager, training for pi provided feedback that he had previously received from sales reps indicating some occurrences of the ptx stent moving during deployment because of a lack of stabilisation in the stability sheath.